Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a manual injection to address the bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.